Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with unstable angina. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During advancement, the shaft of the device snapped. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the profile. The hypotube was broken 210mm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The patient presented with unstable angina. The chronic totally occluded (cto) target lesion was located in the right coronary artery (rca). A 38 x 2.50 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. During advancement, the shaft of the device snapped. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.